Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio reflect meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2022, at around 7:00 pm. The patient reported obtaining blood glucose readings of ¿323, 306 and 317 mg/dl¿ with the subject meter. The patient manages their diabetes with a combination of oral medication (metformin and januvia) and they continued to follow their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿needing to drink a lot and peeing a lot¿ although it was not reported if the symptoms developed before or after the alleged issue began. In response to the elevated readings, the patient claimed they called their doctor and were advised to go to the emergency room (ER). The patient claimed that on arrival at ER at about 8:00 pm, their blood glucose measured ¿60 mg/dl¿ on the ER meter and were treated with crackers and orange juice. The patient claimed their blood glucose measured ¿90 mg/dl¿ on the ER meter 30 minutes after receiving treatment. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy began. The subject meter could not be ruled out as a cause or contributor to the event.